Event description:
Customer reported getting high and erratic readings from her freestyle flash meter. A lab test was performed at the customer's dr's office with a result of 53 mg/dl and compared to a freestyle reading of 115 mg/dl.